Event description:
One incident occurred in which a hypotensive patient was receiving a dopamine drip and therapy was noted to be ineffective. Examination of tubing by night shift nurse revealed that there were cuts noted in tubing, causing leakage into patient's bed. When asked if any kind of intevention was needed to be performed, cns reported that the patient's IV line line was changed. It was reported that there was no patient injuiry as a result of this cut tubing.